Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the jaws of thunderbeat probe broke in the patient's stomach. The fallen device was retrieved with the aid of pliers from the belly. The procedure was completed by changing to another device. There was no injury to the patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the probe was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe was likely due to the following: 1. The tissue pad became worn because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip. Or the user continued to activate the output after a transection of the tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in ¿seal & cut¿ mode was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in ¿seal &cut¿ mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at the contact mark. 5. A force was applied to the probe causing it to break. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes additional information received from the customer. The additional information has been added to b2, b5, and h6 accordingly. A correction has been made to d4 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was prolonged to retrieve the broken device from the patient¿s body. However, the duration of the prolongation was unspecified.